Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation on may 30, 2007, that a hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure. (Patient age and weight unknown).according to the complainant, they had a patient on the table and she was anaesthetized. The machine was giving an error message that the thermister was not reading correctly, and more worrying the temperature was reading 90 degrees and the system was all cold. I suggested that they change the heating canister, pull the plug and wipe the sensors under where the heating canister goes, then replug in and start again. This worked and they were able to continue with the ablation successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
A search of the field service records for this unit was conducted and no like complaints were found. There are currently no known incidences of assembly or refurbishment contributing to this failure mode. The june 2007 complaint trend report for the hta product family, inclusive of all failure modes, was reviewed; no adverse trends were noted. The unit was returned to nexcore for evaluation but nexcore was unable to confirm or duplicate the complaint, the unit passed the hta logic test.